Event description:
Boston scientific received information that the right atrial (ra) lead's electrode end was damaged. The screw entangled in the tissue and the physician decided to use a new lead after several attempts to clear. The ra lead was explanted and a new lead was successfully implanted. No adverse patient effects reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, no deviations were noted. The lead proved to be flawless throughout its inspection. In particular, the values of the parameters measured during the mechanical analysis of the fixation mechanism were within the technical specifications. With regard to the issues mentioned in the complaint description, the analysis of the lead did not show any deviations. There was no sign of a material or manufacturing problem.